Event description:
It was reported that during a procedure, the surgeon noticed that metal parts were shaving from the bur. Allegedly, it was not possible to remove the little metal pieces.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.